Event description:
The event involved primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where the customer reported that the 3-channel pump displayed a "cassette (abnormal)" message when used. The pump displayed "n251 cassette test failure" when used. There was no problem with the pump; pump information was unknown. It is unknown if there was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
This complaint was assessed using 1917-001-wi (revision 3) and determined to be not-reportable to the FDA. The medical device registration tracking (mdrt) report and 1918-sop (revision 4) were reviewed and this incident is not reportable to any other country.